Event description:
In 2008, the patient reported that the upper left side of the display of his infusion device was "blacked out." He noticed this 2 weeks ago. He stated that he is able to view the display if he turns the infusion device at an angle. He stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.